Event description:
A 190 cm bmw universal guidewire was advanced into the distal ramus intermedius (ri) after supporting with a trek 2.0 x 15 mm balloon which was then inflated across the lesion at 14 atm. A synergy 3.0 x 38 mm stent was advanced and deployed proximally since it would not deliver distally. We then tried to advance a synergy 3.0 x 16 mm stent but it would not cross distally and then got stripped when we tried to remove it across the first stent. We were able to center the balloon within it and deploy it in place inside the old stent at 16 atm. In other words we tried to put a stent past the lesion. It wouldn't fit so we deployed it before the lesion. We attempted to pass a second smaller stent through the first stent past the lesion. It also wouldn't fit so we tried to remove the second stent. When attempting to remove it the stent stripped off of the delivery device inside of the first stent. We were unable to use the delivery device to remove the stent but were able to use it to deploy the second stent inside of the first. The patient has had no apparent adverse affect from this at this time. The manager of the cath lab commented that this is a known problem throughout the hospital system. I do not have access to any other particular issues.